Event description:
It was reported that in passing conversation after a successful af case several weeks ago, the patient was sent to holding when 20 minutes later, it was noticed that the patient's blood pressure had dropped. A surface echo confirmed pericardial effusion/tamponade. A pericardiocentesis was performed and the patient was held for observation.

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient was explanted (B) (4) 2010 due to immune deficiency syndrome and will not be reimplanted.

Manufacturer narrative:
(B) (4).